Event description:
It was reported that the physician was attempting to use an endeavor resolute (rx) drug eluting stent to treat a severely calcified lesion exhibiting 75 % stenosis in a severely tortuous lcx. The device was prepped as per IFU and inspected with no abnormalities noted. The lesion was pre-dilated prior to the attempt to use the endeavor resolute. It was reported that the physician felt strong resistance while advancing the stent and it failed to cross the target lesion. While withdrawing the device the stent was reported to have dislodged. The physician was able to remove the stent using the delivery system. The physician gave up on the procedure. No patient injury was reported. Evaluation summary: the delivery system was returned for evaluation. The stent was not returned as it was discarded by the facility. The distal tip was frayed indicating that it may have been damaged during advancement. Balloon folds were open. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions

Manufacturer narrative:
Evaluation codes: results inherent risk of procedure (stent dislodgement) patient¿s condition affected effectiveness of device (75% stenosis with severe calcification and vessel tortuosity) evaluation codes: conclusions known inherent risk of a procedure (stent dislodgement) device failure related to patient condition (75% stenosis with severe calcification and vessel tortuosity). (B)(4).